Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Device interrogation showed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. No intervention was performed. Patient had no consequences.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator and right ventricular lead were explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
The reported complaint of noise was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including sensing test, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.